Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the handle was rotated, the bands did not deploy. The scope along with the device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the handle was rotated, the bands did not deploy. The scope along with the device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing had seven bands attached, the suture was broken and the ligator housing teeth were bent. The handle had evidence that the trip wire was being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had still the seven bands attached with broken suture, the ligator housing teeth were bent, and the handle had evidence that the trip wire was secured. Although the returned suture was broken, this condition is not considered a failure mode since this condition could have possibly occurred when the physician trying to remove the device from the scope. The encountered problem during the product analysis might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure when trying to deploy the bands. This could have affected the functionality of the handle when trying to deploy the bands, consequently, making the bands get stuck and not being able to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.